Manufacturer narrative:
The sonicare for kid's brush head is an accessory to sonicare for kid's power toothbrushes.

Event description:
Consumer complained that bristles fell out in their child's mouth.